Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose ranging between 15.5 ¿ 29 mmol/l without symptoms suggestive of hyperglycemia over the past several days. The patient confirmed that she had not been bolusing for bg elevations and had not changed out the infusion set/site in response to elevated bgs as per instructions for use (IFU). The patient reported that her healthcare provider had recently adjusted her pump settings. During troubleshooting with customer support, it was discovered that the patient had not changed the site/set/cartridge for six days. IFU are to change the site/set/cartridge every 2-3 days and in response to elevated bg. Troubleshooting also revealed that the patient was not rotating infusion sites properly. The patient confirmed that all the pump settings were set as intended and the pump was noted to be delivering as intended. Customer support determined the insulin pump was not a factor in the patient¿s recent bg elevations. The pump has not been requested back. This complaint is being reported because, it was determined by customer support that the patient¿s elevations in bg were the result of disease management issues to include failure to bolus for elevated bg, hcp making settings adjustments in the pump and patient failure to properly rotate infusion sites and using infusion sets/sites beyond the recommend number of days. It was determined that the insulin pump was not a contributing factor to the patient¿s elevated bg.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.